Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient visited her general healthcare provider (hcp) due to an infection on the insertion site while wearing the pod longer than 48 hours on the arm. The patient went to sleep and the next day she started to feel sore with high blood glucose (bg) levels which made her changed the pod, and then she saw that the site was infected, bumpy, red with pus coming out. The infection spread by 2 inches wide by the time she went to see the doctor. The patient's blood glucose history is as follows: (B)(6). The patient took apidra and went down to 15 mmol/l (270 mg/dl) and removed the pod. At the doctor's office, she was diagnosed with cellulitis and prescribed antibiotic (cephalexin 500 mg - pill / 1 every 6 hours for 7 days) and a topical cream (sodium fusidate 2 % concentration - apply twice daily for 7 days) to treat the infection. The patient applied a new pod and stated that it was working well.